Manufacturer narrative:
(B)(4). Did any piece fall into the patient? If so was it retrieved and how. The doctor commented no piece fell into the patient.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the electrode tip broken off from the shaft and returned with the device. No further functional analysis could be performed due to device's receiving condition. No conclusion could be drawn as to what caused the tip to break off

Event description:
It was reported that during a laparoscopic myomectomy procedure, the electrode was detached off. Another device was used to complete the case. There were no adverse consequences to the patient.